Event description:
Cook nitinol basket being used for stone extraction - basket portion broke off from disposable instrument while attempting to pull stone out by physician with basket remaining around the stone in the ureter. Physician used a new basket and reusable grasper to remove stone and retained basket.

Manufacturer narrative:
The stone extractor was received in an opened package noting only a portion of one wire was protruding from the end of the sheath, the remaining wires and distal cannula were no longer attached. The remainder of the wires and cannula were retrieved from the pt within the same procedure and disposed of. The appearance of the stone extractor indicates most likely excessive force being applied causing the separation. Should additional info become available it will be forwarded.